Event description:
It was reported the pt is unable to communicate with or charge her ipg and is receiving communication errors. She has not charged her ipg for over a yr. The pt does not want to replace her ipg at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.